Manufacturer narrative:
(B)(4). Endovascular aortic aneurysm repair (evar) realignment was done and type iii endoleak x 3 was seen on a 34mm aortic bifurcate stent graft system. The patient was subsequently treated with a non-cordis aortic cuff. The device was stored per labelling and opened in sterile field. The procedure was a standard evar follow up. The initial abdominal aortic aneurysm (aaa) repair procedure was done via bilateral groin cutdown and bilateral external iliac artery exposure was done using a modified seldinger technique. Marking of the renal arteries during the initial procedure was done via an intraoperative angiogram and the main body of the incraft stent graft was deployed from the right. It was then followed by an angiogram and marking of the internal iliac artery and the ipsilateral limb of the incraft stent graft was deployed. Other current procedural details and initial procedural details were requested but are unavailable or unknown. The product was not returned for analysis. A product history record (phr) review of lot 17037411 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿bifurcated aortic prosthesis endoleak type iii¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics or procedural factors may have contributed to the reported event. Type iii endoleaks have commonly been reported as a result of modular component separation. These endoleaks are due to leakage through a defect in the graft fabric or between the segments of a modular, multi-segmental graft. This subgroup is due to mechanical failure of the graft. When there is leakage of blood through the body of a stent-graft, a type iii endoleak results. This endoleak is related to poor apposition or separation of the components of the stent-graft, or it can be due to rupture or tear of the graft material. Like type I endoleaks, type iii endoleaks are considered high-pressure, high-risk leaks and require urgent management. Type iii endoleaks also are often associated with measurable increases in aneurysm sac size. Type iii endoleak accounts for 20% of all endoleaks, the vast majority of which are caused by modular disconnection. Reported incidences of this type of complication are as high as 4.8%. According to the safety information in the instructions for use ¿carefully observe all warnings and cautions noted throughout these instructions as failure to do so may result in injury to the patient. A vascular surgical team should be available while the implant procedure is in progress in case a conversion to an open surgical repair is required. An increase in aneurysm size and/or persistent endoleak may lead to aneurysm rupture.¿ ¿expected clinical adverse events, aortic damage (perforation, dissection, bleeding, rupture), death, endoleak.¿ ¿expected potential risks associated with the stent graft system, improper component placement, incomplete component deployment, perigraft flow.¿ ¿introduce appropriately sized and compatible molding balloon and tack the overlap and seal areas of the iliac limb extension. Caution: be careful not to displace the prosthesis upon introducing and retracting the balloon catheter. Note: care should be taken when inflating the balloon, especially with calcified, tortuous, stenotic, or otherwise diseased vessels. Inflate slowly. Ensure to not inflate the balloon outside the graft material. It is recommended that a backup balloon be available. Warnings: over inflation of balloon can cause graft tears and/or vessel dissection or rupture. When expanding the prosthesis, there is an increased risk of vessel injury and/or rupture, and possible patient death, if the balloon¿s proximal and distal radiopaque markers are not completely within the covered (graft fabric) portion of the prosthesis.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, endovascular aortic aneurysm repair (evar) realignment was done and type iii endoleak x 3 was seen on a 34mm aortic bifurcate stent graft system. The patient was subsequently treated with a non-cordis aortic cuff. The device was stored per labelling and opened in sterile field. The procedure was a standard evar follow up. The initial abdominal aortic aneurysm (aaa) repair procedure was done via bilateral groin cutdown and bilateral external iliac artery exposure was done using a modified seldinger technique. Marking of the renal arteries during the initial procedure was done via an intraoperative angiogram and the main body of the incraft stent graft was deployed from the right. It was then followed by an angiogram and marking of the internal iliac artery and the ipsi limb of the incraft stent graft was deployed. Other current procedural details and initial procedural details were requested but unavailable or unknown. The device will not be returned for analysis as it remains implanted.